Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for particulate matter was not confirmed in the lab. The results of a sample evaluation did not reveal any loose or embedded particles. A root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This is an international report of foreign material found in the tubing. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.